Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that there is an issue with the insulin pump. The drive support cap is sticking out. Customer does not know when the damage occurred. The blood glucose reading is 40 mg/dl. Customer was advised to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.